Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0craz, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she was not able to increase stimulation. Patient services had the patient verify that therapy was on but therapy was noted to be off. They had the patient turn stim back on and the patient reported she could feel stimulation. She thought stim could have been off for 3 weeks prior to report. This was considered sudden. The patient had increased frequency at night since (B)(6) 2015. She was indicated for gastrointestinal/ pelvic floor and urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that her daughter kept using the micro and it kept going down to where she could not hold her bladder. She tried to use her unit but could not get it to go up to where she could feel it. She called manufacturer to get some answers. It was indicated that the loss of therapeutic effect and not being able to adjust stimulation had been resolved.